Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device gave a 'change battery' warning. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a battery failure. It was determined that this was a malfunction of the rechargeable li-ion battery pack, 989803190371 which suggested to customer to be replaced. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the rechargeable li-ion battery pack, 989803190371. The reported problem was confirmed. The customer to replace the rechargeable li-ion battery pack, 989803190371 to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.